Event description:
End user reports that pen needles from lot number 54711, expiration date 04/14/2026 were clogging, bending and breaking in half during injection insertion of the user's skin. The broken cannula was retrieved by user's helper due to legal blindness.

Manufacturer narrative:
Initial trend analysis for lot 54711 was conducted, no malfunctions were found. This is the only complaint for lot 54711. Further investigation will be conducted to determine the root cause of complaint.